Event description:
It was reported that a system error (se) 2367 alarm occurred on the homechoice (hc) device during dwell 2 of 7. The home patient (hp) was connected. The technical service representative (tsr) had the hp cycle the power on the hc and the hp ended therapy. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd). There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The sample was unavailable for analysis; therefore, no evaluation could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.